Event description:
It was reported that intermittently "insulin was moving forward and backwards in the tubing" and insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple infusion sets and a cartridge change were performed to address the issues and insulin delivery was resumed. Customer's blood glucose was 108 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.